Event description:
Customer reported not able to test blood glucose due to an errc 6 message appeared on their precision xtra meter. Customer reported experiencing symptoms of sweating and chills. Customer was seen at a health care facility and was diagnosed with severe hyperglycemia. Customer was treated with insulin and unknown type prescription drugs.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.